Event description:
Originally reported to (B)(4) by physician, 1.8 inr with protime microcoagulation system vs 2.6 inr with roche coaguchek xs system. Patient therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method- no product returned from user facility. Manufacturer results- customer complaint could not be confirmed. Manufacturer conclusions- no conclusion can be drawn.